Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient visited the hospital because the inflatable penile prosthesis (ipp) did not perform as expected. The patient underwent surgery two weeks later and inspection revealed a crack in the pump to reservoir connecting tube. Therefore, the pump was replaced. There were no patient complications.

Event description:
It was reported that the patient visited the hospital because the inflatable penile prosthesis (ipp) did not perform as expected. The patient underwent surgery two weeks later and inspection revealed a crack in the pump to reservoir connecting tube. Therefore, the pump was replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis pump underwent a thorough analysis. The pump was visually and microscopically examined, and leak tested. The tubing was identified as having been cut down to the pump block, no tubing was returned for analysis. Microscopic observation identified contamination within the pump. Therefore, the pump was not functionally tested. Based on the information available and analysis results, the reported tubing hole could not be confirmed though product analysis.